Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was not able to duplicate the failure. However, during pm, the fse found dried saline in the upper panel. The fse then removed the dried saline and replaced the upper panel with the labels. The unit completed all tests and calibrations. The unit was then returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp)unit displayed augmentation alarm and the unit is down. There was no patient involvement reported.